Event description:
Procedure to declott a fem pop was very successful. The pt came back the next day for a follow -up, and the physician ran an arterial run-off and under fluro he observed a foreign segement which would be consistent to the size of a wire tip within the side branch of the tibial area trifurcation. (Insignificant side branch) at this point the physician recalled having difficulty pulling the .014 nitrex wire through the x-sizer. The physician stated, "he felt resistance while removing the wire while x-sizer was still in the body."